Event description:
Pt was admitted for congestive heart failure and pneumonia and was placed on a monitored bed. On the evening of october 24, a nursing technician walking past the monitors at the nursing station identified ventricular tachycardia/ventricular fibrillation from pt's bed. Pt was immediately defibrillated and transferred to ccu. None of the data critical beepers worn by the nurses received notification of the vt/vf. To date, data critical has been unable to explain this failure of the statview paging system.